Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited poor sensing, high capture threshold and low pacing impedance. While re-positioning the device, the helix was noted to have stretched. The device was not used, and a new one was implanted. The patient condition was stable.